Event description:
It was reported that a vessel closure was attempted using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, while retrieving the prostyle device, it felt stuck, and extra force was used to remove it. It was then noted that the footplate did not fully retract. It was confirmed that no vessel damage occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 9f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code: 2017 - against resistance.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot and difficulty removing the device cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details, when retrieving the device, it felt as if it got stuck and the physician had to use extra force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿do not advance or withdraw the perclose prostyle device against resistance¿. The IFU violation did not contribute to the reported difficulties as the attempt to withdraw with extra force occurred after the device became stuck. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported difficulty closing the foot and difficulty removing the device could not be determined. The cause of the subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to retract foot and difficult to remove include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information received: d4 - model # / lot # updated from unk to 12773-03 / 4101941.